Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, dyspareunia, nocturia, hesitancy, straining and urethral mesh extrusion. Excisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.